Event description:
It was reported that during a sleeve gastrectomy procedure, after the device was fired when the cartridge was removed from the device they noticed the cartridge pan had separated from the plastic. The metal portion of the cartridge was stuck inside the jaws of the device. It was removed and the device was reloaded. The procedure was continued and completed without incident to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional questions asked: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? After firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.